Manufacturer narrative:
The returned device was evaluated and an alarm was found in the download data indicating an occlusion in the fluid path. Corrosion and insufficient battery voltage were observed on the battery stack. A hole was discovered in the fill septum during fluid path testing, along with no cracks in the housing or leaking through the cannula. Although damage was observed, a definitive cause of the corrosion on the pcb, low voltage, and hazard alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 270 to 300 mg/dl and that the pod generated an hazard alarm.